Event description:
Reportable based on device analysis completed on 23feb2022. It was reported that stent deployment failure occurred. The stenosed target lesion was located in the hilar bile duct. A 10x60x75 epic stent was advanced for treatment, but failed to deploy at all. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent partially deployed.

Manufacturer narrative:
(B)(6). Returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed 1mm from the distal end of the sheath. Microscopic examination revealed no additional damages. The lock is missing, and the rack measured approximately 8cm from the handle to the pull rack. Functional testing was performed by rotating the thumbwheel and the stent was able to be deployed. Inspection of the remainder of the device presented no other damage or irregularities.